Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The left upper lobe was biopsied, and the nodule was close to the lingula. During the procedure, the patient woke up and started coughing, but the procedure was completed without complications or delays. A chest tube was required. Although the patient had mild copd, the patient developed extensive emphysematous changes. The patient was hospitalized for a total of four days. The diagnosis was adenocarcinoma. A second ion procedure was later performed for dye-marking purposes, and the patient had already undergone surgery to remove the cancer. There was no allegation of a malfunction involving an ion system, instrument, or accessory.